Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument not releasing the clip, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the single-site medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted surgical procedure, the single-site medium-large clip applier instrument failed to release a clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-site medium-large clip applier instrument failed to release the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The event occurred when they were clipping the duct and the clip was open but after closing the clip it would not release from the tips. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The clip opened and closed but would not release from the tips. That was the specific issue. They took a new clip applier instrument to continue. No media available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium large clip applier was analyzed and confirmed the customer reported complaint. Failure analysis found the primary finding of a functional test clip failed to be related to the customer reported complaint. The medium large clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The complaint regarding had inadequate clamp issue and failure in releasing the clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.